Event description:
User facility report states extension set leaked. Follow up with reporter revealed set leaked at y junction. Per reporter, hcp changed the set and no additional medical intervention was required. No patient injury resulted from reported condition.